Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump screen was blank. The customer¿s blood glucose level were 74 mg/dl, 251 mg/dl, 247 mg/dl, 307 mg/dl. Troubleshooting was performed for blank display and the location of damage was battery compartment. The customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Insulin pump received with broken battery tube threads.